Event description:
It was reported that the patient received a shock from their implantable cardiac defibrillator (ICD), but also had to be externally cardioverted when the ICD did not treat the high rate. As a result, the patient did not feel well. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.